Event description:
This is filed to report a single leaflet device attachment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior flail. An xtw clip (20628r115) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted laterally, reducing mr to a grade of 1-2+. To further stabilize the slda, an ntw clip (20720r103) was inserted and attempted to be implanted medially. However, the leaflets were unable to be captured due to interaction with the slda clip. It was noted that no damage occurred to either clip. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 1-2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided the reported single leaflet device attachment (slda) is related to patient conditions (large flail gap). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.